Event description:
In, 2002 the end-user called medtronic minimed, USA and stated that the cannula housing became detached from the tape. In march 2002, maersk medical a/s received the complaint and 1 used and infusion set.